Event description:
Important inflammatory reaction [injection site joint inflammation] ([injection site joint effusion], [synovial fluid neutrophils present]) infiltration of 20 ml depomedrol+ 2 ml synvisc [device use error] . Case narrative: based on additional information received on (B)(6) 2020, the case initially assessed as non-serious was upgraded to serious (intervention required for inportant inflammatory reaction). Additionally, reporter causality initially not reported was updated to related. Initial information received from canada on (B)(6) 2020 regarding an unsolicited valid serious case received from physician (doctor). This case involves a 61 years old male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc) experienced inportant inflammatory reaction, and there was infiltration of 20 ml depomedrol+ 2 ml synvisc. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included methylprednisolone acetate (depomedrol). On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate straight knee lateral injection, dosage 2 ml (frequency, route, lot - unknown) for grade ii osteoarthritis. The doctor gave infiltration of 20 ml depomedrol with the hylan g-f 20, sodium hyaluronate (device use error). On (B)(6) 2020, 3 days after hylan g-f 20 and sodium hyaluronate, the patient had moderate important inflammatory reaction (injection site joint inflammation). On (B)(6) 2020, 7 days after first dose of hylan g-f 20, sodium hyaluronate, the patient had puncture of 40 ml (injection site joint effusion: moderate) for which the puncture was done and analyzed when white blood cells 5.700 (54% neutrophils) (synovial fluid white blood cells positive), absence of crystals, culture was negative. It was reported that events resolved in 1-2 week ((B)(6) 2020). As per reporter the events were not due to the pre-existing condition and hylan g-f 20, sodium hyaluronate contributed to the events. Also, event of injection site joint inflammation was assessed as serious due to intervention required. Action taken- not applicable for device use error; unknown for injection site joint inflammation corrective treatment: puncture, cortisone injection puncture, methylprednisolone acetate for injection site joint inflammation outcome: not applicable for device use error and recovered for inportant inflammatory reaction. Reporter causality: related for important inflammatory reaction a product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc (lot number unknown) with global ptc number 100068821. The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Final investigation was received on (B)(6) 2020. Additional information was received on (B)(6) 2020 from other healthcare professional. Global ptc number added. Ptc results received and processed. Text amended accordingly. Additional information was received on (B)(6) 2020 from physician. Outcome for event of important inflammatory reaction was updated to recovered. Seriousness criteria, reporter causality and corrective treatment was updated for the same. Indication for the suspect was updated. Based on information previously received on (B)(6) 2020, the following information was amended: EU/ca device form was filled.

Event description:
Important inflammatory reaction [injection site joint inflammation], ([injection site joint effusion], [synovial fluid neutrophils present], ) infiltration of 20 ml depomedrol+ 2 ml synvisc [device use error]. Case narrative: based on additional information received on 12-oct-2020, the case initially assessed as non-serious was upgraded to serious (intervention required for important inflammatory reaction). Additionally, reporter causality initially not reported was updated to related. Initial information received from (B)(6) on 21-sep-2020 regarding an unsolicited valid serious case received from physician (doctor). This case involves a (B)(6) years old male patient who had treatment with medical device hylan g-f 20, sodium hyaluronate (synvisc) experienced important inflammatory reaction, and there was infiltration of 20 ml depomedrol+ 2 ml synvisc. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included methylprednisolone acetate (depomedrol). On (B)(6) 2020, the patient started using hylan g-f 20, sodium hyaluronate straight knee lateral injection, dosage 2 ml (frequency, route, lot - unknown) for grade ii osteoarthritis. The doctor gave infiltration of 20 ml depomedrol with the hylan g-f 20, sodium hyaluronate (device use error). On (B)(6) 2020, 3 days after hylan g-f 20 and sodium hyaluronate, the patient had moderate important inflammatory reaction (injection site joint inflammation). On (B)(6) 2020, 7 days after first dose of hylan g-f 20, sodium hyaluronate, the patient had puncture of 40 ml (injection site joint effusion: moderate) for which the puncture was done and analyzed when white blood cells 5.700 (54% neutrophils) (synovial fluid white blood cells positive), absence of crystals, culture was negative. It was reported that events resolved in 1-2 week ((B)(6) 2020). As per reporter the events were not due to the pre-existing condition and hylan g-f 20, sodium hyaluronate contributed to the events. Also, event of injection site joint inflammation was assessed as serious due to intervention required. Action taken- not applicable for device use error; unknown for injection site joint inflammation corrective treatment: puncture, cortisone injection puncture, methylprednisolone acetate for injection site joint inflammation. Outcome: not applicable for device use error and recovered for important inflammatory reaction. Reporter causality: related for important inflammatory reaction. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Final investigation was received on (B)(6) 2020. Additional information was received on 23-sep-2020 from other healthcare professional. Global ptc number added. Ptc results received and processed. Text amended accordingly. Additional information was received on 12-oct-2020 from physician. Outcome for event of important inflammatory reaction was updated to recovered. Seriousness criteria, reporter causality and corrective treatment was updated for the same. Indication for the suspect was updated.